Manufacturer narrative:
The esu and spatula electrode were thoroughly inspected/tested. The findings were as follows: esu the generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR). Spatula electrode an inspection of the electrode showed that it had severe scratches and abrasion marks, but the insulation was intact. Additionally, there was no evidence of a material or manufacturing defect. Finally, when functionally tested, the spatula electrode worked properly and within specifications with no heating of the insulation detected. Also, no anomalies were found in the DHR. In conclusion, no erbe equipment or accessory problem was found that would have caused or contributed to the event. Based upon the provided information, most likely the lesion at the wound edge occurred due to the unintended contact with the active and/or hot spatula electrode. Presumably, the electrode was placed at a very flat angle to the skin surface for coagulation or cutting and then accidentally touched the skin when it encountered the rear part of the spatula. Nevertheless, warnings in the esu's user manual cover the involved issues of unintended contact of an active and/or hot instrument. However, no conclusive determination could be made as to the cause(s) of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a breast implant procedure. The esu was used with an erbe electrode handle [part number (p/n) 20190-045, lot number information not provided (ni) and a erbe spatula electrode (p/n 21191-053, l/n wo427758). Additionally, a non-erbe insulated monopolar forceps (p/n ni and l/n ni) for coagulation was also used in the surgery. No information was provided regarding the esu's settings. During the procedure, a small skin lesion was discovered on the wound edge (incision), presumably in the inframammary fold. No information was conveyed to erbe as to if any treatment was given to the patient to address the necrosis.